Manufacturer narrative:
A review of the data provided showed that run # 562 had a late CT=34.1 for the sars target with the curve itself looking moderately strong with no obvious abnormalities. Furthermore, a system assessment was performed and observed a clear amplification signal for sars-cov-2, it's plausible that the sample was a true positive due to differences in sensitivity between the assays. In conclusion, the alleged run 562 from (B)(6) 2021 resulting in sars-cov-2 positive showed no issues, therefore the result was correct. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer. No harm has been alleged. The initial sample was tested using the cobas® liat® system and generated a positive sars-cov-2 result. The positive result was reported to the patient and medical personnel. The same sample was sent out to a different laboratory for confirmation testing using both the seegene allplex¿ sars-cov-2 assay and genexpert cepheid. Both generated a negative sars-cov-2 result. 7 days later, a new swab sample and serology were collected and re-tested on the same cobas® liat® system which likewise returned a negative sars-cov-2 result. An investigation was conducted to evaluate the customer¿s allegation which did not identify any product issue.